Event description:
The customer reported that a prisma machine kept alarming "effluent weight incorrect change". This happened within the first minute of the pt's crrt session. Facility's registered nurse (rn), nurse manager was unable to clear the alarm. The blood in the extracorporeal system was returned to the pt. As this incident happened within the first minute of treatment there were no fluid removal issues. The pt's treatment was continued on another prisma machine. There were no clamps on any of the lines and the frangible pin in the prismasate had clearly been broken.